Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set cannula fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 360 mg/dl. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.